Manufacturer narrative:
This is an addendum to the initial MDR to document that due to having implanted an expired device the surgeon decided to explant the patch. Has been updated to adverse event from product problem as the patient underwent a revision procedure to remove and replace the patch. The patient did not experience any complications associated to the device. The device was explanted solely due to the expiration date.

Event description:
It was reported that an expired product was used in a patient. As reported on (B)(6) 2017 the patient was implanted with a bard ventralex st hernia patch. Following the procedure it was realized that the implanted device was past its expiry date (10/28/2016). It is reported that the device was in the hospital inventory for a while and was provided to the facility prior to the expiration of the device. There has been no medical or surgical intervention reported and no adverse patient outcome has been reported. Addendum: (B)(6) 2017 - the surgeon decided to re-operate on the patient 4 days post implant. The expired mesh was removed and replaced with a new patch. The surgery was successful. The reoperation was only due to the implantation of an expired device.

Manufacturer narrative:
As reported it was noted following implant, that an expired device had been implanted into the patient. As reported the device was provided to the customer prior to the expiration date. Based on the events as reported the root cause is use error. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. It is the hospital's policy not to provide patient details. Remains implanted.

Event description:
It was reported that an expired product was used in a patient. As reported on (B)(6) 2017 the patient was implanted with a bard ventralex st hernia patch. Following the procedure it was realized that the implanted device was past its expiry date (10/28/2016). It is reported that the device was in the hospital inventory for a while and was provided to the facility prior to the expiration of the device. There has been no medical or surgical intervention reported and no adverse patient outcome has been reported.